Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was repositioned about 2 weeks ago. It is further reported that during in-office visit capture threshold is 1.5v at .4ms. Telemetry strips show apparent intermittent loss of capture. Patient is not pacer dependent. The lead is still in use. No patient complications have been reported as a result of this event.